Event description:
It was reported that the table on the axiom iconos r200 system fell to the floor. The user initiated the downward table movement when the table crashed down and fell on the floor. There was no patient on the table when the incident occurred, however, the foot of the system was instantly broken. There were no injuries involved in this event. The reported event occurred in morocco.

Manufacturer narrative:
The facility will be visited by factory experts to investigate the reported incident.